Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead snapped. The lead was removed and replaced without any adverse consequences.

Manufacturer narrative:
Manufacturer report 2017865-2019-13146, should not have been reported as a medical device report (MDR) as this product is not sold or distributed in the us.